Event description:
A hosp surgical tech reported that an image flickered between red and normal colors during a colonoscopy procedure. When the image permanently changed to red, the scope was withdrawn from the pt and replaced. The procedure was completed with a second scope and there were no complications associated with the occurrence.